Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of over 600 mg/dl. Customer had symptom of high blood glucose; customer had vomiting. Customer was hospitalized due to high blood glucose. Customer was still hospitalized at the time of call. Customer was disconnected for two to five minutes prior to hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. It was reported that drive support cap appeared normal. Caller reported that there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Tubing clamp was sent to customer due to not having one. High pressure test was performed when tubing clamp was received and insulin pump passed high pressure test. Caller advised that no delivery was seen on display screen, but pump did not alarm or vibrate for no delivery. Insulin pump passed self-test.